Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Patient's father contacted dexcom technical support again on (B)(6) 2015 to report testing of the alert functionality and reported tone alerts were not functional. Patient's father did not have the device available during initial contact.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.